Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
During surgery, the device was replaced before implantation because the fluid did not flow through it properly. Another valve was used to complete the case, and there were no adverse consequences to a patient.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 150mmh2o. The valve was visually inspected; a clear liquid was noted inside the valve casing. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. Using programmer 82-3126, serial number (B)(4), the valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot ctjbty, conformed to the specifications when released to stock in (B)(6) 2015. No root cause could be determined as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.